Manufacturer narrative:
Siemens evaluated the data files. The rl1265 co-ox slide cell appears stable. The aqc recovery was within target values. Additionally, the specific specimen spectra compared well to the classic blood profile, appeared to be homogenous, and did not contain any known interferences. The cause for the dissimilar thb result could not be determined.

Event description:
The customer reported discrepant total hemoglobin results on the rl 1265 when compared to a non-siemens hematology system. There was no report of injury due to this event.